Event description:
Information was received from a healthcare professional via product surveillance registry regarding a patient receiving hydromorphone (3.0 mg/ml at 2.0012 mg/day), bupivacaine (30.0 mg/ml at 20.012 mg/day), baclofen (400.0 mcg/ml at 266.82 mcg/day), and clonidine (250.0 mcg/ml at 166.77 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016, the patient contacted the clinic and reported that he was unable to activate his ptm (personal therapy manager) the previous evening. The patient had increased pain. The patient was scheduled for a same day appointment and interrogation revealed an empty pump reservoir. The patient had cancelled his previously scheduled pump refill appointment without rescheduling. The pump was refilled during the appointment. The outcome was reported as "resolved without sequelae (B)(6) 2016". The event resulted in an unscheduled clinic/office visit. The event was related to the device or therapy and not related to the implant procedure.

Event description:
Additional information was received from a healthcare professional via product surveillance registry. The device diagnosis was updated from "other unable to active ptm secondary to empty pump reservoir" to "not applicable."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.